Manufacturer narrative:
Although requested, no pt info was provided.

Event description:
During pt use, an "o2 sensor cal error" occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No pt injury was reported in this case.